Manufacturer narrative:
(B)(6). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, resistance was felt during removal of the 100 cm. 4 fr. Cath tempo str 5sh diagnostic endovascular catheter. Upon removal, the tip of the catheter snapped off with parts stuck to the wire. A snare had to be used to remove the loose part that was stuck. There was no reported patient injury and no reported adverse effect. The product will be returned for analysis. Additional information has been requested.